Manufacturer narrative:
The dermatome was returned for evaluation: DHR - the DHR shows no abnormalities related to the reported failure. Failure analysis - received hand piece (B)(6) without the guard and kitted items including the power supply, width clip set, tool set, and cord set. It¿s been seven months since the last repair. The hand piece failed the function test, noise can be heard from the drive train and the hp is running at high amps, measuring (.22 amps). Head assembly ¿ assembly was found in-tolerance on all calibration points except knob tension, this is a normal wear item. Head has normal wear and nicks for the age of the device, nicks are minor and can be released during repair. Handle ¿ two major areas of concern with the handle assemblies. The oscillating pin is bent to one side with minor wear marks from the blade. Secondly, the hub of drive gear has separated from the yoke and the sleeve bearing has broken into many pieces. Hub is oil depleted. During testing the motor ran with good amperage without a load (.04), but the motor sounds weak. There¿s a minor etched look to the motor plate, if this is moisture damage it¿s minor." Root cause - the reason for return was confirmed by three different failures: 1. Oscillating pin is bent to the side. 2. Drive gear assembly is damaged. 3. Motor is worn, weak power. It¿s unknown how the oscillating pin was bent to the side, small grooves from the blade were found on the pin. It¿s more likely the bend caused the blade to groove the pin but we can not rule out overuse of the blade to point of wearing down the bronze grommet so that the blade makes contact with the pin. The hub has separated from spur gear, with continued use while the drive gear separated it¿s likely the oscillation of the yoke broke the sleeve bearing into pieces. The damage in the drive train caused the motor to wear quicker than normal. Motor and micro switch have an etched look associated to moisture damage but these marks are minor and not believed to be the root cause.

Event description:
This is 1 of 2 reports linked to mfg report number: 3004608878-2023-00079. A facility reported a dermatome handpiece (ID dp0810) was not working. It had "shaved" inconsistent skin grafts from patients, resulting in additional grafts having to be taken.